Manufacturer narrative:
H6:component code addedna.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device were not provided. The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed and due to the limited information available from the article, a cause for the reported migration cannot be determined. Additionally, a cause for the reported mr cannot be determined. The reported surgical procedure and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The other events noted in the article are filed under separate MFR report numbers.na

Manufacturer narrative:
Dates of event, implant, and explant: dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was discarded. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement, surgical intervention, recurrent mitral regurgitation, and prolonged hospitalization. It was reported through a research article that this was a mitraclip procedure to treat mitral regurgitation (mr). On an unknown date, three clips were deployed, reducing mr. However, the next day mr increased to grade 3. Although, the physician stated the patient had disease of progression, it was noted that one clip partially moved on the leaflet. The patient remained hospitalized and underwent mitral valve replacement surgery. Details are listed in the attached article, titled "surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients." No additional information was provided.